Manufacturer narrative:
A device evaluation could not be performed as the device was discarded. No images were supplied to assist the investigation. The device history records (DHR) for lot number a1116560 and related component lot numbers were reviewed and found to contain no related temporary deviations or non-conformances recorded. The associated inspection records confirmed that the device was manufactured to specification. A review of the relevant manufacturing records confirmed that no similar complaints have been reported for this manufacturing lot a0006560. Review of the device master record (dmr) concluded that based on the current documentation, sufficient inspection activities are in place to likely identify faulty product, including blunt needles prior to distribution. In (B)(6) 2024, a symposium was held to discuss the complications of hemoperitoneum associated with the use of cook ivf needles. The manufacturers¿ medical director provided an overview of the key points discussed during the event: "there is a strong suggestion in the scientific literature that surgical experience corelates well with rate of hemoperitoneum. Associated with that is the recorded length of the procedure. Slower procedures are linked to cases of hemoperitoneum. All ivf needles are very sharp by design; but the longer a sharp object remains inside the human pelvis, the more chance there is for a bigger blood vessel to be nicked or opened". The manufacturers clinical evaluation report for ovum pick-up needles and sets addresses the following: - haemorrhage/bleeding is well-known and described in the literature as a possible adverse event occurring from the use of any ovum pick-up needle during the oocyte collection procedure. - in conclusion, the cook ovum pick-up needles and sets are considered to be safe and effective and to be in accordance with the state-of-the-art for their intended use. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to the reported event. There are a number of processes and checks in place at the manufacturing facility where a blunt or damaged needle would most likely be detected prior to shipment. The investigation concluded that the complaint device was manufactured to specification. Based on the information available, a definitive root cause for the reported event could not be determined. The potential root causes are: - patient related factors. - procedural complications. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate.

Event description:
36-year-old patient who underwent an oocyte retrieval on (B)(6) 2025 in a day hospital with a view to ivf. The surgical team was called for immediate post-puncture hypotension. Ultrasound showed a major effusion of the douglas and morison. She is taken care of by coelioscopy of a drainage-lavage of the peritoneal cavity and hemostasis. The intervention allowed the drainage of 1000cc of blood (retransfusion of 380cc with the cell saver) (output hemoglobin 10.3g/dl).24h in gynecological surgery. The patient went home on the (B)(6) 2025. The device was discarded.